Manufacturer narrative:
Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and active current measurement tests; it failed sleep current measurement and self tests. After further review, there is corrosion and mold in/around the battery connectors. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer not used suspend before low or suspend on low continuous glucose monitoring feature. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.